Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that the patient was treated with gentamicin (60mg, route and frequency not reported), vancomycin (2g, day 1/5 and 10, intraperitoneal and frequency not reported), ceftazidime (1.5gm, intraperitoneal, day14/7) and nystatin (oral, dose and frequency not reported) for peritonitis. Tenckhoff catheter was removed five days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.